Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the application became unresponsive, remaining on the blue screen and failing to launch. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a software issue. A technical support specialist followed the guidelines outlined in the knowledge article (ka 000011541 - medapplication not launching automatically; station at blue screen). Additionally, enabled the cfnapp auto login feature and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.